Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio replaced the battery pins in the device. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced inappropriate loss of power while the user was attempting to print. Additionally, the battery used during the unexpected shutdowns was manufactured in 2014 and had a state of charge of 10%. Physio recommends that batteries be replaced approximately every two years. Increased resistance along the input power path can result in an unexpected shutdown when a high current function such as printing is utilized. Physio determined that the cause of the reported issue were due to worn battery pins and use of an old battery resulting in an increase in resistance along the input power path.

Event description:
The customer contacted physio-control to report that their device display goes blank when printing the patient¿s vitals summary, as if the power was shut off then came back on. The device was restarted, and the vitals would start printing and then the device display would go blank. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device display goes blank when printing the patient¿s vitals summary, as if the power was shut off then came back on. The device was restarted, and the vitals would start printing and then the device display would go blank. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however there was no adverse patient outcome reported.